Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site to evaluate the advia 2400 system. The fse determined that the clot detection was disabled. It is unknown as to how the parameter was turned off. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant advia 2400 total bilirubin (tbil) result was obtained on a pediatric patient sample. The result was not reported to the healthcare provider and was picked up on a delta check by the lab staff. The sample was re-run and the second result corresponded with previous results. There are no reports of patient intervention or adverse health consequences due to the discordant tbil result.